Event description:
During the lobectomy procedure, air leak from the staple hole. The pt's lung was normal, without emphysema pulmonum. The procedure was completed with additional sutura. There was no adverse consequence to the pt. The device will not be returned, a cartridge was used the case, and will not be returned.